Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing and the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The physician elected to continue with emote monitoring for three months to postpone an explant procedure. Should this device be explanted and replaced, this report will be updated. The patient was stable with no adverse consequences.

Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing and the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The physician elected to continue with emote monitoring for three months to postpone an explant procedure. Should this device be explanted and replaced, this report will be updated. The patient was stable with no adverse consequences.

Manufacturer narrative:
This report is being filed for additional information in b5. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This report is being filed for additional information in b5. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. 04/15/2026 - this correction report is being issued to include missing information from previous report submission, including the incident description, device explant date, and certain initial reporter fields.

Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing and the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The physician elected to continue with remote monitoring for three months to postpone an explant procedure. Additional information: the device was surgically explanted and replaced to resolve the event and the patient was stable with no additional adverse effects. This device was received for analysis.

Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing and the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.